Event description:
It was reported that the pt was not getting pain relief. A dye study was performed (date not reported) and it showed pooling in the back area. The distal catheter was replaced on (B) (6) 2010. During the revision, it was noted that the catheter was broken. Before the catheter revision, the pt had clonidine (74.93 units/day) and bupivacaine (7.522 mg/day) in her pump. As of (B) (6) 2010, the pt was "doing good" and her drug dosage was increased to clonidine (99.9 units/day) and bupivacaine (10.029 mg/day).

Manufacturer narrative:
(B) (4)